Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a dilatation procedure in the esophagus performed on (B)(6) 2017. According to the complainant, during introduction into the scope, the exit marker detached from the catheter into the biopsy channel and was recovered with rat tooth forceps. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed the exit marker was detached and missing from the catheter. A kink was also noted at the distal tip of the guidewire. A functional evaluation of the device was done with a test scope and the balloon was able to exit the distal tip without resistance. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a dilatation procedure in the esophagus performed on (B)(6) 2017. According to the complainant, during introduction into the scope, the exit marker detached from the catheter into the biopsy channel and was recovered with rat tooth forceps. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.